Event description:
It was reported by the user that they experienced infections in both eyes (ou) while using the device with symptoms or redness and discharge. The user states they sought medical treatment and were prescribed an antibiotic and steroid combination eye drop (unspecified medication). The user states the incident fully resolved. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis and lack of medical information.

Manufacturer narrative:
No issues or non-conformances were found and no additional complaints received for the lot number provided. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. This report is for the patients right (od) eye, see linked report 9614392-2022-00004 for left (os) eye.